Manufacturer narrative:
The customer returned one photograph of the shipping papers and the lidstock of the device for investigation. Visual inspection of the returned photograph revealed that the lidstock of the pouch indicates that the contents of the pouch include a 17 gauge needle. Based on the bill of materials of the pouch in agile, it was confirmed that the pouch should contain an 18 gauge needle. The contents of the log number provided, (B)(4), indicated that part number k-18040-001 was packaged in this kit which is the correct part; an 18 gauge needle. The lot number contents also confirmed that lot number was packaged with the substitution lidstock, part number b-18040-132a. A review of the artwork for this lidstock in agile confirmed that the lidstock is designed with the incorrect needle info. The primary lidstock artwork was also reviewed as a part of this complaint investigation. A review of the primary lidstock revealed that the primary lidstock is designed with the correct info. A device history record review was performed on the pouch with no findings relevant to this complaint. The complaint (incorrect label) is confirmed. The potential root cause is labeling. A nonconformance was initiated to further investigate this complaint issue.

Event description:
The event is reported as: the customer alleges that the contents label indicates 17ga and it should be 18ga.